Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Analysis of the 8596sc catheter revealed miscellaneous acceptable testing; catheter in complete/returned in segments. Analysis of the 8711 catheter revealed catheter body; user related hole. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, lot#: hg4dg0u01, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: 8711, lot#: j11292r23, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-jun-2022, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 22-jul-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2500 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. The patient told the hcp that her ¿system was not working¿ and during the last refill, the expected residual volume was 4 and the actual residual volume was 32 ml. During the explant procedure, an abundance of fluid was observed in the patient¿s pump pocket. The fluid was taken and sent for analysis. A flap from inside the pump pocket was also excised and sent for analysis. The device system was explanted with no plans to re-implant at a future date. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.